Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found in backup vvi mode and was restored back to normal function. The patient is stable and device will continue to be monitored.